Event description:
Boston scientific corporation received a speedband superview super 7 device with no associated information. This event has been deemed reportable based on the investigation results of bands deployment problem and ligator head teeth damaged.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device and the handle was not return. It was also noted that the ligator head returned six bands attached, some of them were moved out from its original position and overlapped. Additionally, some bands were damaged. The adapter ring was detached from the ligator head. Further examination shows that the ligator head teeth were damaged. No other issues were noted with the device. This could be related that user manipulation through preparation of the device, some extra tension applied while setting up the trip wire and/or some technique applied during procedure ended up causing the damage on the ligator head teeth. Once the teeth were kinked the suture thread experienced difficulties to release the bands, overlapping them and the tension submitted through the deployment may have contributed in the damage observed on the bands. The detachment of the adapter ring may be related to user manipulation while taking off the ligator head from the endoscope and/or some technique applied in order to separate the ligator head from the endoscope that ended up detaching the adapter ring. Therefore, the most probable root cause of this event is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.